Event description:
Clinical attempted to take EKG of patient. They were unable to get a reading and received message on machine "acquisition module is disconnected." Attempted to unplug and reset acquisition module. Clinician tried again and the leads started becoming hot/burning.